Manufacturer narrative:
Physical evaluation of the returned kinectiv neck provisional confirmed a fractured tab in the region of the elliptical taper. The device had gouges on the neck. The witness marks were indicative of extraction damage due to an instrument. Dimensional evaluation of the device could not be performed as an incomplete device was returned for further evaluation. Device history record review did not identify any deviations or anomalies in the manufacturing process. This device is used for treatment. Based on the manufacture date, the device has a potential field age of 7 years and 10 months. The frequency of use of this instrument is unknown. The m/l taper with kinectiv technology, surgical technique includes the following instruction: "select the kinectiv neck provisional which corresponds to the templated head center location. Fully insert the selected kinectiv neck provisional by hand into the taper of the stem so that the etched line on the kinectiv neck provisional is at the level of the proximal edge, or mouth, of the stem taper." Based on review of the returned device, a likely cause for the end of useful life is normal wear over the field life of this device.

Manufacturer narrative:
(B)(4).this report will be amended when our investigation is complete.

Event description:
It was reported that during hip arthroplasty, the provisional neck broke during trialing.